Manufacturer narrative:
Continued section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) to treat a gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was set-up and activated per IFU. Once the distal tip of the catheter was visualized outside the scope, the physician told the tech to spray/deploy powder. No powder came out [unable to spray - subject of report]. They checked for possible clogs, but they think it wasn¿t clogged. Then the handle where the co2 cartridge is located was cold and they say it¿s ¿frozen¿. They opened a new hemospray size 10 fr kit as it was the only other size available. They used the same 7 fr catheter (from the original device) that was already inside the scope channel, connected it to the new activated hemo-10, and worked fine for few sprays. They said that after few sprays it stopped again [hemo-10 device failure captured in separate report]. No clogs were identified. Enough powder was applied to bleeding site and physician was satisfied. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.